Event description:
It was reported that an ilet insulin pump was accidentally dropped, resulting in a cracked screen with loss of functionality on the top half while the bottom half remained responsive, and a replacement pump was shipped with instructions for shutdown, data sync, return, and re-start procedures; the user transitioned to backup therapy and continued cgm use via dexcom g7 pending replacement. Symptoms included none. Outcomes included a temporary interruption of pump use and reliance on backup therapy until the replacement was received. Investigation included collection of event details, confirmation of device return logistics, and visual evidence via photo. Investigation of this device revealed physical damage to the display consistent with user-induced impact, with the user interface component affected and no reported alarms or adverse glycemic events. It was concluded, based on previously established findings for similar reports, that the cause was user handling and external physical stress.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.